Event description:
A patient reported their front tooth is dying because of the pressure from the retainer and they will need a root canal.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.